Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown. The batteries were not fully charged but had over half charged indicated. As soon as iabp operation was initiated with patient the iabp shut down. This happened twice while on battery service. However, the iabp operated normally on ac electrical service. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The customer has not requested a getinge to evaluate the iabp in connection with this event. However, the customer has advised that the iabp was never identified by the end user. The user reported the battery failure and provided 2 batteries only. It could be either ca251227h4 or ca251241h4. There was no evaluation of the pump performed and both units are in use with no reported problem after the stated date.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shutdown. The batteries were not fully charged but had over half charged indicated. As soon as iabp operation was initiated with patient the iabp shut down. This happened twice while on battery service. However, the iabp operated normally on ac electrical service. There was no patient harm and no adverse event was reported.